Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7056455 model/catalog description: linear st lead kit 50 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 5158913 model/catalog description: linear st lead kit 50 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-4316 serial number: na batch/lot number: 23645910 model/catalog description: clik anchor unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was allergic to the spinal cord stimulator (scs) device and was not receiving adequate pain relief from the therapy. As a result, the patient underwent an scs system explant procedure and was doing well postoperatively. The explanted device components were not able to be returned.